Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322, which was reproduced after loading a set and closing the door. System error 322 was confirmed through review of the event history log. This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition.system error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.(B)(4)